Event description:
Patient complained of pain at intercostal site. During physical exam the doctor determined the ipg had flipped 180 degrees. Patient will likely require a revision surgery to address this in the near future.